Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. The customer is concerned with tests results from results obtained of 366, 390,477 and 316mg/dl. The expected fasting blood glucose test result range is below 300mg/dl. The customer did report symptom of feeling sluggish. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product is stored according to specification in the living room area. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 08/31/2021 and open vial date is one month ago. The meter memory was reviewed for previous test result history. (B)(6).